Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was non-calcified and non-tortuous. The 3.00x20 mm taxus express2 drug eluting stent was unable to cross the lesion. When the stent was removed, it was found to be flared at both ends, "dog boned". The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
.